Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during device maintenance, the evis lucera elite gastrointestinal videoscope presented with the surface of the objective lens had poor water contact. The lens surface could not be cleaned. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, it was found that the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the adhesives around the objective lens and the light guide lens were peeled and also had white-clouded areas; the forceps channel port was shaved; and there scratches on switch #1, switch #4, the objective lens, the plastic distal end cover, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believed the foreign matter could be residue of dimethicone, but they are uncertain. There was delay in the start of the precleaning but there were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer did not presoak the endoscope in the detergent solution, but they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.